Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that universal surgical manipulator (usm) 2 was throwing faults. The customer power cycled the system; however, the issue persisted. The usm arm was getting stuck when moving along the insertion axis. The customer was continuing with the procedure using arms 1, 3, and 4. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue but still replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform where all relevant testing passed within specification. Once testing was completed, the usm was inspected, and no faults could be identified. As a result of these findings, fa concluded that the insertion searchlight assembly and the insertion gearbox assembly within the usm are consistent with the reported event and are the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.